Event description:
It was reported that the handle for a tap/reamer for a trochanteric fixation nail (tfn) screw snapped into two (2) pieces outside of the patient¿s body during a hardware removal procedure on (B)(6) 2015. The tap itself was stuck in the patient for 1-1½ hours. It was ultimately extracted by drilling a hole and using a 3.2mm guide wire spun in a counter-clockwise movement. The patient was initially treated for a gunshot wound and intramedullary nailing to the right femur on an unknown date. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Additional manufacturing (release) dates include:(B)(4)2011 and (B)(4) 2011 subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: a review of synthes device history records for lot pe00932 revealed the tap/reamer was manufactured by precision edge. Synthes received five shipments of this lot ¿ forty (40) parts received on (B)(4)2011 and released to warehouse on (B)(4), 2011; seventy-four (74) parts received on (B)(4) 2011 and also released on (B)(4) 2011; nineteen (19) parts received on (B)(4) 2011 and released on (B)(4) 2011; seventeen (17) parts received on (B)(4) 2011 and also released on (B)(4) 2011; six (6) parts received on (B)(4), 2011 and released on (B)(4) 2011. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report was initially submitted as follow up number 2 on may 14, 2015. Resubmitting information with correct follow up number. Additional narrative: a product development investigation was performed: the returned device shows light use during it 3.5 year lifespan. The t-handle and shaft of the screwdriver separated at the weld. The distal threads are undamaged. The shaft has an additional hole, proximal to the handle attachment location, which appears to have been created post manufacturing. Per the complaint condition this hole was needed to remove the device. A design change to the handle was made in 2012 to improve the performance of product. A visual inspection and functional test were performed as part of this investigation. No product design issues or discrepancies were observed with the current design. This complaint is confirmed. The cause of this complaint condition is most likely wear due to repeated use over the life of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was reported: it was clarified that a patient, who had previously been implanted with a short nail during a trochanteric fixation nail procedure, had later sustained a gunshot injury which required a revision. The previously implanted hardware was removed and while implanting a long screw, during subsequent trochanteric fixation nail procedure, the handle of the tap / reamer for the trochanteric fixation nail snapped in two pieces outside the body.

Manufacturer narrative:
Additional narrative: a product development investigation was performed: the returned device shows light use during it 3.5 year lifespan. The t-handle and shaft of the screwdriver separated at the weld. The distal threads are undamaged. The shaft has an additional hole, proximal to the handle attachment location, which appears to have been created post manufacturing. Per the complaint condition this hole was needed to remove the device. A design change to the handle was made in 2012 to improve the performance of product. A visual inspection and functional test were performed as part of this investigation. No product design issues or discrepancies were observed with the current design. This complaint is confirmed. The cause of this complaint condition is most likely wear due to repeated use over the life of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was reported: it was clarified that a patient, who had previously been implanted with a short nail during a trochanteric fixation nail procedure, had later sustained a gunshot injury which required a revision. The previously implanted hardware was removed and while implanting a long screw, during subsequent trochanteric fixation nail procedure, the handle of the tap / reamer for the trochanteric fixation nail snapped in two pieces outside the body.